Event description:
It was reported that at the patient's recent clinical visit, the device longevity was shown to be 4.5 years. It was also reported that the physician was not satisfied with the remaining longevity, stating that it is "too short." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.